Event description:
Customer reported "antibiotics with medication still left in the bag upon completion of the programmed amount." There was no report of pt harm or medical intervention. Although requested, no further pt or event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation.